Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer administered a bolus via the pump to address the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete alert.